Event description:
The patient stated he received an e7 (electronic error) on his infusion device on 1/9/2007. The patient was advised to insert a new power pack and the device functioned properly. The patient called back on 1/10/2007 and stated he had received another e7. He stated his infusion device had previously had insulin ingress due to a leaky insulin cartridge. He was advised that insulin ingress can cause e7 errors. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.